Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and failed due to a burnt usb connector. Pictures were taken. Functional tests were not due to a burnt usb connector. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed due to a burnt usb connector. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Com-(B)(4).